Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the system error code 800.8000 on the pcus was confirmed during the review of the logs and was replicated during testing. Testing confirmed that the system error occurred during the execution of the fast battery conditioning test. All three suspect pcus were able to initiate the test; however, the fast battery conditioning failed, and the units remained at 00:00 on the display. The failure mode was consistent with the condition previously identified in (B)(4), associated with a defective 220microf filter capacitor (c20) on the power supply board. After temporarily replacing the power supply board of each unit with a known good board, the fast battery conditioning test was repeated. All three pcus completed the test with no errors, and improved battery capacities were recorded. Functional testing using a basic infusion at 999ml/hr with a vtbi of 1998ml for 2hours was also completed successfully on all units, with no system errors observed. Finally, preventive maintenance was performed on each pcu using asm v12.5.0; most tasks passed, but the instrument inspection task failed on all three units due to corrosion observed on the iuis. The logs from all three suspect pcus were retrieved to determine the details of the reported event. However, the facility did not provide the date or time of the event. A review of the pcu error logs showed multiple occurrences of system error code 800.8000 for each of the three suspect pcus. Specifically, pcu s/n (B)(6) recorded 11 occurrences on (B)(6) 2025 at 5:28 pm, pcu s/n (B)(6) recorded 11 occurrences on (B)(6) 2025 at 8:00 pm, and pcu s/n (B)(6) recorded 11 occurrences on (B)(6) 2025 at 2:25 pm and an additional 11 on (B)(6) 2025 at 10:17 pm. These entries confirm repeated instances of the same system malfunction across devices. A review of the pcu event logs showed that, for all three units, the last recorded activity consisted of powering on the device, entering maintenance mode, and initiating the fast battery conditioning test. No infusion related activity or additional system events were recorded at the time of the reported issue. The external and internal inspection process was performed on all three suspect pcus; no issues were observed during inspection that would contribute to the reported event. In the pcu s/n (B)(6), the main battery was identified as a third party part (this is an incidental finding and is not related to the reported issue). According to the system error tip sheet, a system error message indicates that the bd alaris pc unit (pcu) has detected a hardware or software malfunction during its self-checking process. Do not power down the affected pcu until a replacement unit is available. Obtain a new pcu, tag the malfunctioning unit, describe the error, and return it to your facility clinical engineering or biomedical department for evaluation and repair. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the reported event that three (3) pcus displayed error code 800.8000 is being attributed to a defective 220microf capacitor (c20) on the pcu power supply board. Note that this report lists imdrf annex a040502, c0503, d08, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that three (3) pc units had displayed error code 800.8000. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that three (3) pc units had displayed error code 800.8000. There was no patient involvement.